Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting results with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasal kitted swab. The customer reported that on (B)(6) 2021 the patient received positive results with the initial test. On (B)(6) 2021 using the same instrument repeat testing was performed with a new sample generating negative results. Confirmation testing was not performed. The customer was tested two days later at an undisclosed location. The patient is unsure of the type of test provided and the results were not provided. This test generated negative results. The customer stated the patient was asymptomatic. The customer confirmed there was no patient harm due to the test results. The patient was required to isolate. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1028451 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1028451 and test base part number 190-430 / lot 1028451. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1028481 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause sample interference or cross contamination.